Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7070629.

Event description:
It was reported that the frontal leads came out on both sides of the patients head.

Event description:
It was reported that the frontal leads came out on both sides of the patients head. Additional information was received that the patient underwent a lead revision procedure.